Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamf3636c150tu, serial/lot #: (B)(6), ubd: 08-mar-2027, UDI#: (B)(4) ; product ID: etlw1613c146e, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was symptomatic for multiple penetrating aortic ulcers and was implanted with multiple endografts, including three valiant captivia stent grafts ( vamf3636c200tu , two vamf3636c150tu) and an endurant aui stent graft system (etuf3614c102e, etlw1613c146e). The physician concluded the procedure with a fem-fem bypass which was not planned pre-operatively. It was said that the fem-fem bypass was performed because there was excessive over sizing with the vamf3636c200tu stent graft diameter. The stent graft infolded and right iliac vessel occlusion occurred. The occlusion was described as not thrombus-related. The patient died post operatively, but the cause of death and date of death are unknown. The patient's condition in the immediate post-operative is unknown. The patient death was assessed by the physician as related to the procedure.

Manufacturer narrative:
Additional information received: the patient expired one day post- index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.